Event description:
It was reported that the (1) 512sd was used during an unknown procedure. It was reported that the safety shield would not retract. The customer may have reported this directly. The case completed with another instrument. There was no consequence to the patient.